Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose for non -malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the pump started to alarm (two-tone) on (B)(6) 2017. It was noted that the patient went into the hospital ¿freezing to death¿ and feeling like something was ¿creeping¿ over them on (B)(6) 2017. It was stated that it was like when the dentist would numb your gums and it would spread up the face, and also stated that the patient did not ¿feel right.¿ it was indicated that the patient wanted the alarm from the pump turned off. It was noted that the patient had been trying since (B)(6) 2016 to get the pump replaced but the patient was having trouble with their blood platelets being low. It was also noted that the patient was to go for a refill on (B)(6) 2017 but she was on such a low dose. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. Analysis of the implantable pump (serial # (B)(4)) identified the pump reached end of service (eos) based on time progression, as expected. Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's trouble with her blood platelets being low was due to the "ice-up," where the pump "froze up" and stopped. It would literally "ice up" and was going into her neck, and water was coming out of her skin. They had to keep putting something around it to keep it from freezing. "Instead of air coming out of there, it was like a chunk." The pump was water and ice, which was the biggest problem. They were having trouble with it. It stayed that way for a couple weeks, and they could see ice up there in her neck. The patient saw numerous doctors who kept doing different things, but were not doing what they were supposed to. The patient went from bad to worse and her blood was "very low." The pump would alarm "every now and then," approximately once a month, and the patient was sensitive to it. The alarm was a quiet single tone beep. The patient's weight was around (B)(6). The patient was in bad condition. The patient died. It was reported that the hcp wasn't given the stuff they needed to help the patient, which had something to do with "low, low, low and it just got really bad." The patient's urine and kidneys had completely stopped. After 1.5-2 days the urine at the bottom of the bed was 1/8-1/4 inch, completely empty, was that way a day and a half, and different things were shutting down in the patient's body. The low blood platelets and kidney stoppage were not determined to be related to the pump. The explant date was unknown.  No further complications were reported.  Additional information was received from the healthcare professional (hcp). It was reported that the patient had stopped coming to the clinic years ago, but had recently (date unknown) came back wanting a new pump. In (B)(6)2017, the patient had a lung infection and sacral decubitus wound and was deemed too unhealthy for surgery. The patient returned again on (B)(6)2017, but still had the sacral wound and the patient was told that the pump replacement could not be done until the sacral wound was healed. The patient was very unhealthy and also had chronic obstructive pulmonary disease, cardiac stents, and required frequent blood/iron transfusions. The pump likely stopped because the patient was not refilling it and it was at eos. The patient's death was not due to the device or therapy, but the hcp was unsure of what the cause was. The patient had a history of platelet issues. The hcp had not seen the patient since (B)(6)2017 and were unaware of their passing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.